Manufacturer narrative:
H6: investigation findings: code c21 updated to code c19. H6: investigation conclusions: code d16 updated to code d0301. H6: code g04122 updated to g04044. H6: code b01: the device evaluation showed the following: the findings of the evaluation are consistent with the reported event of blood loss/catheter leakage during the procedure. The reported blood loss was likely the result of inadequate sealing of the manifold within the deployment handle due to the manifold upper and lower latches not being fully engaged. Due to the lack of manifold latch engagement identified during the device evaluation, there is potential for the failure mode to be attributable to the manufacturing process.

Manufacturer narrative:
Engineering evaluation: the gore® tag® conformable thoracic stent graft with active control system (cmds) was returned for evaluation. The device evaluation showed the following: the findings of the evaluation are consistent with the reported event of blood loss/catheter leakage during the procedure. The reported blood loss was likely the result of inadequate sealing of the manifold within the deployment handle due to the manifold upper and lower latches not being fully engaged. Due to the lack of manifold latch engagement identified during the device evaluation, there is potential for the failure mode to be attributable to the manufacturing process. The worst-case severity of harm that is reasonably foreseeable for this scenario is "serious", for harm "blood loss".

Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent an endovascular treatment for an aortic arch aneurysm using gore® tag® conformable thoracic stent graft with active control system and a non-gore device, najuta thoracic stent graft system (sb-kawasumi laboratories, inc). Following the axillo-axillary bypass grafting, a 24fr gore® dryseal flex introducer sheath was delivered from patient¿s right side. Subsequently, a ctag was delivered to be placed in zone 2, during which a large amount of blood leakage was observed at the joint of the delivery catheter and handle. The physician had to complete the deployment in a hurry to minimize the blood loss. After quickly deploying the ctag, the najuta device was placed to extend the proximal side of the ctag. The left subclavian artery was then plug embolized. The final angiography confirmed no endoleaks. The patient tolerated the procedure. Reportedly, the amount of leaked blood was less than 1l. No hemodynamic impairment or blood transfusion was reported due to the event.

Manufacturer narrative:
H.6.: code h.6.: code a27: used to capture hurried deployment. H.6.: code c21: results pending completion of product history review investigation. H.6.: d16: conclusion not yet available. H.6.: code b01: the device evaluation showed the following: the findings of the evaluation are consistent with the reported event of blood loss/catheter leakage during the procedure. The reported blood loss was likely the result of inadequate sealing of the manifold within the deployment handle due to the manifold upper and lower latches not being fully engaged. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.